Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set, smallbore slide clamp was leaking. The following information was provided by the initial reporter: the nurse noticed the first one leaking, switched to another one that was still leaking, and finally got a third one out that didn¿t leak. It was connected to a clave that was connected to a normal saline flush. It was leaking the normal saline, and was discovered when priming the tubing prior to patient use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-dec-2022 . H6: investigation summary one sample was received and tested by our quality team. The set was visually inspected and there were no issues discovered. Saline was then infused through the device and no leak was detected. Finally the end of the set was clamped and saline was injected into set to try to force a leak but still there was nothing realized. The complaint of leakage could not be verified and no root cause can be established. A device history record review for model 20043e lot number 22095288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd smartsite¿ extension set, smallbore slide clamp was leaking. The following information was provided by the initial reporter: the nurse noticed the first one leaking, switched to another one that was still leaking, and finally got a third one out that didn¿t leak. It was connected to a clave that was connected to a normal saline flush. It was leaking the normal saline, and was discovered when priming the tubing prior to patient use.